Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was a case of an attempted implant procedure. The lead was caught in the structure in the ventricle. The lead was rotated several times to remove it, but it got caught immediately and was removed in the same way. Moreover, it turned out that the helix had stretched. Furthermore, the lead was discarded on the spot because the patient had an infection. The lead was never in service. No adverse patient effects were reported.